Event description:
It was reported during the patient's ICD replacement procedure, the physician confirmed externalized conductors on the ventricular lead via fluoroscopy. The physician capped and replaced the lead. The patient's condition was reported to be good pre- and post- procedure. The exact event date is unknown at this time.

Manufacturer narrative:
(B)(4).